Event description:
It was reported that the lead dislodged. It was difficult to extend and retract the helix.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.